Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted that exactech is aware of one other complaint report involving revised knee components due to nickel allergy since 2008. Sales data for femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale detailed in the rmr. According to the optetrak logic IFU (700-096-077), the femoral components are made from a cobalt-chromium alloy, the tibial trays are made from titanium 6al-4v or cobalt-chromium alloy, and the tibial insert is made from ultra-high molecular weight polyethylene. Sensitivity reactions to implant materials is listed in the device specific risks section of the IFU (d11) concomitant devices: (cn: 02-022-35-4009, sn: 5064146) truliant tibial ps insert size 4 9mm (cn: 204-34-04, sn: 4204179) fluted stem extension 40l x 14 mm (cn: 204-70-00, sn: 4994768) tibial stem extension screw (cn: 02-020-11-0340, sn: 5064488) truliant ps cemented femoral ps right size 4 no information provided in the following section(s): a5, b6, and e3. The following section(s) have additional info: d4 (UDI number), g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 02-022-35-4009, sn: (B)(4)) truliant tibial ps insert size 4 9mm; (cn: 204-34-04, sn: (B)(4)) fluted stem extension 40l x 14 mm; (cn: 204-70-00, sn: (B)(4)) tibial stem extension screw; (cn: 02-020-11-0340, sn: (B)(4)) truliant ps cemented femoral ps right size 4.

Event description:
As reported, the patient had a revision of the right knee due to nickel allergy twenty-month post implant. The rep was present at time of the procedure. The device will be returned for evaluation.